Event description:
The nurse noticed a leak above the upper pumping segment during a chemotherapy infusion. From the reported information, there are no indications of serious harm or injury to the user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). No sample or photograph was available, so we were unable to confirm the customer's complaint or the root cause of the reported issue. The complaint sample was discarded by the customer. The details of this complaint have been added to the database for future tracking and trending.